Manufacturer narrative:
Results: the device housing was opened and the wires leading to the vacuum pump were damaged. Conclusions: evaluation of the returned engine confirmed the device would power off intermittently. Evaluation revealed a damaged wire leading to the vacuum pump. It is likely that this frayed wire led to an intermittent connection, resulting in the engine pump to intermittently power off during operation. Functional testing revealed that while the engine was running it was capable of producing a vacuum pressure within specification with all four lights illuminated. The damaged wire was likely a result of friction within the engine pump housing. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra engine (engine). During the procedure, the engine powered off after running for approximately 20 seconds. After turning it back on, it powered off again after 4 seconds. The engine was turned on a third time and it was able to aspirate for approximately one minute. The procedure was successfully completed after the first pass of aspiration. There was no report of an adverse effect to the patient.